Event description:
Critical patient detected with low saturation reading. Following bood gases/ventilation saturation reading within normal parameters. Manufacturer alerted & has responded. Instructed to use equipment with precautions until they salves software problems.device not labeled for single use. Patient medical status prior to event: critical condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: computer software problem, oximeter. Conclusion: software/firmware caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, user education provided, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.